Event description:
Device malfunction: none. Symptoms/ae: surgical intervention. Time of symptoms/ae: during vessel closure. The following event was noted through a periodic article review. The purpose of the article was to document a case report on the safety of repuncture through a previously deployed starclose clip. The pt underwent aortic valve replacement surgery three weeks after a successful right and left heart catheterization procedure and arteriotomy closure using a starclose clip. A 5f-arterial sheath was placed in the right femoral artery as part of the post-operative monitoring. On the second postoperative day the sheath could not be withdrawn from the artery despite multiple attempts. Fluoroscopy established that the catheter had traversed through the central portion of the starclose device. Multiple attempts to pass a guide wire through the sheath under fluoroscopic guidance to facilitate its removal were unsuccessful. The pt was taken to the operating room, and confirmed that the sheath had passed through the center of the starclose device and lodged on the edge of one of the nitinol tines. The clip and sheath were surgically removed. The vessel was sutured achieving hemostasis. The pt was discharged home in about 4 days.

Manufacturer narrative:
This report involves a case noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. David larsorda, do, facc, fscai, et al (catheterization and cardiovascular interventions 2009; 73:899-901): re-access complication with a starclose device.